Event description:
Customer called to report having an insulin reaction. Troubleshooting was performed. Pump tested ok. It was stated that they bolused 4.0u prior to eating. An hour later consumer did not feel good and went into the bedroom and apparently passed out. According to the bolus history an add'l 9.8u was taken. Also an alarm was registered. Custoemr did not recall bolusing this amount. It was stated when the paramedics arrived their bgs were approximately 10. Customer was admitted in the hospital with low bgs. It was the instructions of the md to stay off of the pump, but customer had reconnected to the device at the time of this.